Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: camera head gets hot. Confirmed failure: no problem found; no repair required. Probable root cause: excessive power draw from improperly spec'd components. Excessive power draw from defective components. Inadequate dissipation of heat. Reprocessing with unqualified methods. Device use beyond intended lifetime. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.